Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained through ipsilateral approach. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel below the left knee. After a 5f 60cm non-bsc sheath and guide wire crossed the lesion, a 2.0mmx20mmx143cm nc quantum apex¿ balloon catheter was advanced for dilatation. However, during the first inflation at 10 atmospheres for 5 seconds, contrast media leakage was noted under fluoroscopic image. The device was removed from the patient and it was noted that the balloon ruptured longitudinally. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.